Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a patient's bite is now has a significant open anterior bite from suresmile retainer.

Manufacturer narrative:
After reviewing the records generated during the manufacturing process (DHR) and the evidence provided (photo), we found no failure in the manufacturing process. The retainer in this order was manufactured according to digital specifications and met acceptance criteria. The material used to manufacture this order met the inspection criteria.